Event description:
It was reported that the patient was in a lot of pain. It was noted that the pain started a month prior to the report, but was later noted to have been going on for months. It was unclear when the pain started. The patient had been reprogrammed in the past. The patient¿s doctor wanted to replace the entire stimulator the (B)(6) after the report. After meeting with a manufacturer representative, it was determined that the patient had suffered multiple falls and their stimulation was sending periodic jolts. The battery was also not holding a charge properly. The patient¿s device had high impedances. The patient and their doctor were working to set up a revision date. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had their device explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3998, lot# v023339, implanted: (B)(6) 2007, product type: lead. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3487a-33, lot# j0315898v, implanted: (B)(6) 2003, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).